Manufacturer narrative:
Low amplitude signal is a non-specific finding that must be interpreted by the physician with respect to the pt's complaints, physical findings, and emg testing parameters. Proper emg test protocols must be followed to ensure accuracy of results. False low amplitude signals experienced during emg motor nerve studies may result from improper electrode placement, inadequate skin preparation, or other inappropriate use of the device, as well as from equipment failure. This complaint is associated with either the "twisted lead 6030-tp" electrode or the "separate lead 6030-3-tp" electrode. It is not clear from the complaint which electrode was involved. Our root cause investigation indicates this failure may be associated with a faulty connector. All similar product in inventory have been tested and no failures were observed. A CAPA was assigned and based on the root cause investigation, a f/u report will be submitted for this MDR.

Event description:
During an electrodiagnostic examination the physician experienced a low amplitude response in a motor nerve conduction study. As a result, he misdiagnosed the pt. The next day, the same physician was conducting another study on a different pt and again experienced a similar low amplitude result. At that point he realized that he had misdiagnosed the pt the day before. The pt that was misdiagnosed was notified and was brought back in to be retested. The misdiagnosis resulted from a low amplitude value recorded while using a reusable stainless steel disc electrode when conducting a motor nerve conduction study. This complaint was received on (B)(6) 2013 at which time the customer indicated the low amplitude was the result of the system. We were initially told that the electrode was not purchased from natus. Upon further investigation it was discovered that the system was not at fault and the electrode may have been the root cause. We also learned that the electrode was a natus model 6030.